Event description:
A customer stated that while running patient sample on coulter ac-t 5diff al analyzer, the sample was not replicating on hemoglobin (hgb) and red blood count (rbc). Review of the data shows that the instrument gave low rbc, hgb, hematocrit (hct), and platelet (plt) results on one patient sample. The patient sample was rerun with higher rbc, hgb, hct, and plt results with no instrument flags. The customer considers the final rerun results as correct. Patient results are provided. The erroneous results were reported out of the lab; however, there was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
Qc was run before and after the event and was within the expected range. The instrument is currently performing within qc specifications. A field service engineer (fse) was dispatched on (B)(6) 2011: the fse replaced the drive motor for the sample probe and traverse carriage. Repair was verified per procedures and the system was validated. Based on information provided, the root cause can not be determined. An MDR associated with this event: 1061932-2011-01516.